Event description:
The customer reported a high voltage inverted error message displayed on the system.

Manufacturer narrative:
The ge service rep troubleshot the system and ordered parts to replace the x-ray regulator. System boots and fluoros. System will not enter film mode. The rep troubleshot and ordered parts to replace the transition board. System will enter film mode but gives error if radiographs are taken due to defective non ge oec b+ batteries. Customer will inform us if they want to replace the batteries.